Event description:
A patient was undergoing balloon angioplasty over the sub intimal track with 5mm balloon which was exchanged for a wire over a quick cross cath. A medtronic complete se 6mm x 150mm peripheral stent was placed in the distal sfa popliteal segment and when it was deployed it would not deploy appropriately and elongated into the sheath. The sheath had to be removed from the patient in order to remove the delivery system from the device. A 6 french sheath was re-inserted into the popliteal artery and confirm that there was approx. 1-1/2 of the stent extruding from the artery which had to be surgically removed and the posterior wall of the popliteal artery had to be repaired. Part of the stent remains in the patient and the resected part were discarded.

Manufacturer narrative:
Evaluation: results: unapproved use of the device (device not indicated for use in the popliteal artery 3221 no results available since no evaluation performed (device or procedural images not provided for review). (B)(4).